Manufacturer narrative:
Follow-up #1: date of submission 08/12/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/22/2016 with the following findings: the last basal delivery was on (B)(6) 2016. History shows pump was manually suspended on (B)(6) 2016 and manually resumed at 11:57. Manually suspended on (B)(6) 2016 09:42 and manually resumed at 10:15. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy testing with no delivery defects found. Pump found to be delivering within required range and delivering accurately. No delivery interruptions or eaw¿s occurred during the investigation. Unable to duplicate the complaint.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history settings (db mgt inaccurate delivery) issue. The reporter stated that the patient had a blood glucose of 574mg/dl with fatigue, excessive urination, nausea, and vomiting. The patient was hospitalized and treated with IV glucose. Customer support (cs) completed troubleshooting and all settings were correct. Cs noted that there was a change in stress level and the patient was insistence/lost confidence. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.